Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range = 2.5 - 3.0. (B)(6) 2015: inratio inr = 2.5, lab inr 1.9, time between tests 30 minutes. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.